Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch failed. The customer is currently working with a wired footswitch. No patient harm has been reported to philips. Philips has started an investigation of this complaint.